Manufacturer narrative:
Device requested, but has not been returned yet. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided by the hospital due to patient privacy regulations. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. The device will be evaluated once returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic bioprosthetic valve was explanted at implant, and replaced with another same model/size edwards' valve. Through follow-up, it was learned that the valve was explanted due to a possible needle injury to valve leaflet. No additional information was provided due to patient privacy regulations. No information of a device quality deficiency.

Manufacturer narrative:
Evaluation summary: as received the valve is attached to the holder and exhibit filaments and debris at the inflow aspect. There is no strong evidence to suggest the valve was implanted as suture holes are not noted throughout the sewing ring. The blue serial tag was returned detached from the valve. No other inconsistencies detected as the leaflets are intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope and digital microscope. X-ray. Additional manufacturer narrative: the device was returned and evaluated. The evaluation results found no apparent inconsistencies with the subject device. The reported possible needle injury to the valve leaflets could not be confirmed. No further actions will performed at this time.